Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The manufacturing representative reported that the patient&#38112;battery eroded through the skin. The system was explanted. The patient was receiving effective therapy up until the explant surgery. The cause of the erosion remains unknown. The issue was resolved at the time of this report.